Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: 14/16 lg taper m head 36mm+8 hip femoral head; pinnacle mtl ins neut36idx62od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. (B)(4).

Event description:
New etq record created in order to update etq (legacy database) complaint number wpc (B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle hip on his left side. After the surgery, metal on metal friction and wear caused large amounts of toxic metal ions to be released into patient's blood, tissue, and bone surrounding the implant. Patient experienced severe pain, discomfort, inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Patient underwent revision surgery to replace the implant on (B)(6) 2011. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6). Update - received maude report mw5023582 on (B)(6) 2012 did not have any additional information. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleged bone fracture. Added lawyer, law firm, unknown stem and unknown hip implant. Doi: (B)(6) 2008, dor: (B)(6) 2011 (left hip).